Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed stylet and introducer test.

Event description:
It was reported that during implant of the lead, there was tortuous anatomy and the lead could not easily take the stylet. Competitor stylets were attempted and were slightly easier to put in the lead but the lead was still unable to easily navigate to correct placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.